Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the unit had diagnostic code 1007. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The field service engineer replaced the cpu board to resolve the issue. No further action was required. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Event description:
This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. "Vent inoperative 1007 machine and proximal pressure sensors failed" (diagnosis code 1007) was observed to occur in our repair center. Therefore, the cpu board was replaced and the phenomenon was resolved. Investigation remains ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18109.

Manufacturer narrative:
The removed o2 valve was returned to the product investigation lab (pil). The o2 valve was tested on the standard test bed (stb) and the o2 valve operated without any errors or alarms. However, during further analysis, pil verified that the returned o2 valve failed the high-pressure leak test. Pil duplicated the failure from the service. Pil concluded that returned o2 valve is leaky and faulty.